Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "the tubes did not fill to the minimum level. The tubes did not fill to the mark (minimum fill level). The patient was punctured twice, in two cases the tubes filled correctly. An attempt was then made to fill three tubes with water. The minimum fill level was not reached here either."

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "the tubes did not fill to the minimum level. The tubes did not fill to the mark (minimum fill level). The patient was punctured twice, in two cases the tubes filled correctly. An attempt was then made to fill three tubes with water. The minimum fill level was not reached here either."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.